Manufacturer narrative:
H.6 results evaluation codes: section h.3. Device evaluation: two units were returned for investigation. The investigation consisted of the following: review of the applicable device history records showed no anomalies. Review of current manufacturing and quality procedures showed no deficiencies. The relevant documents were verified for accuracy. Returned samples were evalauted: samples received: 2 units from the lot were rec'd. One was used (sample in question) and the second sample rec'd with in its original unopened package. Visual inspection: acceptance criteria: the collets must properly assembled / attached to the valve body and to the endo/trach cross. Results: sample #1 (event sample): as received the collets were in place, holding the sleeve; one collet on the endo/trach cross port and one collet on the thumb valve body. The collets could be detached easily; with finger pressure. Traces of solvent were observed on the valve body port and the endo/trach cross port. The sleeve remained around the suction tube. Sample #2 (unused sample): no discrepancies were observed. The collets were properly attached to the valve body port and to the endo/trach cross port. The product exceeded the recommended use time; undue stress was placed on the collets. The product was used for a period of 72 hours when the recommendation of use is only 24 hrs. The instructions for use have a precaution: 4.1 intended for 24 hours use. Action taken: the detection measure was added to the manufacturing procedure to inspect for bad or loose insertions between the slip collet iwth the endo/trach cross port and valve body port using a "go-no-go" fixture. All appropriate personnel were retrained on the manufacturing procedure by production line supervisor. We are unable to confirm the fact that the sleeve had obstructed the circuit as the sleeve remained around the suction tube and the reporter stated that this is the actual event sample. A review of our complaints database show this to be the first report for this type of event.